Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain, rsd/caus algia-complex regional pain syn, and complex reg pain syndrome type ii. It was reported that with their previous device they saw a doctor screen appear that told them the ins battery was dead, requiring the pt to get the ins replaced. Pss asked for an event date, but the pt didn't provide one.